Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited unspecified oversensing and intermittent capture. No intervention was performed. The patient had no adverse consequences due to the event.